Event description:
The customer reported to olympus that the 4k camera head had connection failure. The event occurred during preparation for use, prior to an unknown therapeutic procedure. Upon inspection and testing of the customer returned device, the device exhibited connection failure which led to no image due to faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that no image was seen on the monitor due to a faulty cable. It was also noted that the unique device identifier label was not able to be scanned and the rear cover packing label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e3. The information included in e3 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and connection failure occurred due to a cable failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.